Manufacturer narrative:
It was reported that the ventilator failed gas supply test during pre-use check. When this happens, the first recommended action is to check that the connected gas supply pressure is within the specified range and the second to check the gas modules. In this case, the control printed circuit board was replaced according to the third recommendation in the service manual, which resolved the problem. The control pcb was returned for further investigation. The evaluation of received device logs confirms the reported problem with failing gas supply test during pre-use check. The air input pressure difference between monitor and breathing subsystem measurements was too large. The first test failure was found on (B)(6) 2021, which will be used as the date of event. A visual inspection of the returned control pcb showed no anomalies. The control pcb was installed in the reference ventilator. Initially the gas supply test failed, but after checking the ventilator, the ventilator worked as expected. Several gas supply tests passed, and seven days of uninterrupted simulated use test ventilation passed successfully. The conclusion is that the reported problem was initially reproduced but was not permanent, so the cause could not be determined.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).